Event description:
Report rec'd of suspected inaccurate pump delivery. The pt was receiving d10 .2ns at an unspecified rate. According to the customer contact, the patient's blood sugars were running lower than were expected, so they felt that the pump was not delivering accurately. The pump was replaced, and the blood sugars improved. The customer could not recall any specific lab values. No medical interventions were required and there was no reported adverse pt event.